Event description:
Initial report received on 02-may-2011: this case was reported by a division of evidence based medicine in dermatology (B)(6) via (B)(6) health authority. This group is conducting an injectable filler safety - study. The aim of the study is to register adverse events to these injectable filler materials in the german-speaking areas of europe. This case involves a female patient, born in 1948. Medical history includes rheumatic arthritis diagnosed in (B)(6) 1983. She had been treated with poly-l-lactic acid (newfill, batch-no. Unknown) in (B)(6) 2003; application site: glabella, nasolabial fold, and chin. Diagnosis/reported events: the patient developed redness/inflammation (mild intensity) and swelling (moderate intensity) and nodules/induration, discoloration, ulceration as well as abscess (severe intensity) in the area of nasolabial folds. Additionally, an ulceration of severe intensity in the area of the chin was reported. Actual status: the adverse reactions started in (B)(6) 2004 in the area of the nasolabial folds (nodules/induration, discoloration, abscess (additionally, abscess in the area of right nasolabial fold in (B)(6) 2006 and ulceration in (B)(6) 2006). The adverse reactions in the area of the chin started in (B)(6) 2006. Corrective treatment included steroids. Outcome: on date of report, signs and symptoms did not improve. The division of evidence based medicine in dermatology assessed the causal relationship between the reported events and poly-l-lactic acid as "probable."